Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the duodenovideoscope exhibited foreign material in the air water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
Correction to e1: the initial reporter is olympus. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. It was confirmed that the user uses simethicone via the biopsy channel. Additionally, no physical damage of the device was confirmed at where the foreign material was remained. However, the reported event is likely due to insufficient reprocessing. The event can be prevented by following the instructions for use which state: IFU states the detection method in tjf-q190v operational manual chapter 3 preparation and inspection. IFU stated the preventive measure in tjf-q190v reprocessinf manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.